Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was not able to insert the drill sleeve into the two plate holes at the proximal region during a procedure on (B)(6) 2015. The surgeon opted to use cortex screws at that point instead of locking screws. The sleeve was able to be inserted into the holes at the plates distal region without any issue. A twenty (20) minute surgical delay was noted. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Device was not explanted. Per facility, the complainant part is not available for return. Manufacturing date for the non-sterile part was march 16, 2015. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: march 23, 2015 - expiry date: march 1, 2025. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile manufacturing DHR review for part 442.531 / lot 9325024; manufacturing location: (B)(4) - manufacturing date: march 16, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.